Event description:
It was reported that during the implant procedure, the left ventricular lead could not be advanced and had body fluid buildup within the lead; no lv lead was implanted. The patient was in stable condition.

Manufacturer narrative:
The reported event of body fluid buildup within the lead and inability to advance it was confirmed. As received, a complete lead was returned in one piece. The cause of the reported event was isolated to accumulation of body fluid within the inner coil lumen preventing the advancement of the lead. The lead was otherwise normal.